Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.the explanted ipg will not be returned. Additional information was received that the reason for the revision was that the patient experienced shocking sensation around the ipg site when the device was turned off. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg will not be returned.